Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported the PICC catheter is leaking at the catheter/hub connection. There was no harm to the patient.

Manufacturer narrative:
H3 evaluation summary: because the reported lot number was confirmed to be invalid, a manufacturing device history record (DHR) review or product/process changes review for the involved lot number could not be performed. However, all dhrs are reviewed for accuracy prior to product release. One catheter with an unknown lot number was received for evaluation. A visual inspection revealed that the catheter showed signs of use and the catheter tube was not complete. A physical evaluation revealed that the sample showed bubbles during the under-water test and a hole was identified in the tube of the catheter. The reported event was confirmed. The instructions for use warn to not use a sharp clamp or instrument to handle the catheter since even a minor cut could tear or break the catheter. It also states to not stretch the catheter. Too much tension could tear the catheter. It states alcohol or acetone-based skin preparations, adhesive enhancers, or solutions should not be directly on the catheter. During the manufacturing process, catheters are submitted to a 100% pressure testing. It was confirmed by the manufacturing and training department that all personnel performing this operation, are trained on the leak testing procedure. It was confirmed by the calibration department that the calibration instrument has its calibration up to date and within calibration tolerances established for pressure and flow variables. Based on the available information, it can be concluded that product was manufactured according to specifications. The exact root cause of the reported condition could not be determined. A corrective or preventive action is not deemed necessary at this time. It must be noted that in-process controls, such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling, are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.